Manufacturer narrative:
The insulin pump passed all of the functional testing and the buttons responded properly. No damage to the keypad assembly or unlocked keypad connector was noted. No button error alarm was noted. However, corrosion was found at the liquid crystal display circuit board per visual inspection. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a keypad anomaly. The blood glucose reading is 160 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.